Manufacturer narrative:
Additional information received: can you confirm that the only complaint against the safari2 wire was the heart block that occurred when the wire was crossing the annulus requiring a pacemaker? Rep confirmed only safari2. The issue of the lotus edge getting caught in the isleeve and causing a dissection in the external iliac artery doesn't appear to have involved or been caused by the safari2 guidewire - can you confirm? Rep confirmed only an isleeve issue can you confirm if the safari2 guidewire will be returned? Rep confirmed it will not be returned. The end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Should additional information be provided a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement (tavr) as reported by the distributor: "event description: per email, it was reported that: the isleeve was inserted over a .035" guidewire with minimal resistance. A safari ii .035" guidewire was inserted into the left ventricle. Upon the safari ii wire crossing the annulus the patient established heart block and a temporary pacemaker was turned on to manage the patient throughout the duration of the procedure. The lotus edge was inserted over the safari ii guidewire. Upon the lotus edge entering the isleeve approximately 4-5cm the lotus edge met a lot of resistance. Upon multiple attempts to push the lotus edge forward through the sheath it continued to meet a lot of resistance. The lotus edge was then removed from the isleeve. The lotus edge distal segment and nosecone was inspected and confirmed as no damage and the isleeve was flushed and purged. The lotus edge was then reinserted into the isleeve and again met a lot of resistance. With heavy push the lotus edge was inserted through the isleeve and advanced to the aortic annulus. The lotus edge was successfully deployed with a very good result. Upon removal of the lotus edge delivery system the nosecone was pulled successfully inside of the isleeve tip. The lotus edge then became stuck inside of the distal segment of the isleeve. Following a few unsuccessful attempts to pull the delivery system out through the isleeve it was decided to pull them both out together. Upon removal of the isleeve with the lotus edge delivery system together it was noted that there was a dissection in the external iliac artery to the common femoral artery area. A peripheral procedure was performed with 3 covered stents and balloon catheters. A surgical cutdown procedure was then performed for the arteriotomy and a vascular graft was performed to complete the procedure. A permanent pacemaker was inserted following the peripheral procedure. Dr. Later told them and confirmed one day later that the patient did well and was stable."